Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing single level posterolateral lumbar fusion. It was reported that, after placing the second rod and torqueing off the set screws on that one side, the surgeon handed the driver off, thinking he had already broken off the other side. The scrub nurse correctly emptied the driver of the broken off set screws and more than expected number of break offs came out. They rationalized that, they had the correct number of set screws when in fact as was discovered later, the driver had not been emptied of the break offs from a previous case and only 2 of the set screws from the current case had been broken off. The surgeon had not done a visual check of the first side he had placed a rod and set screws. The patient was x-rayed the next day and the set screws that had not been torqued off were noted. An additional surgery was performed to patient as a result of this event. Revision surgery was performed next day, as set screws had not been broken off. There were no further complications to patient or physician were reported/anticipated.